Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyg2409 showed no other similar product complaint(s) from these lot numbers.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a damaged package was confirmed, but the timing and location where the damage occurred is unknown. The product returned for evaluation was a partially sealed 4fr s/l groshong nxt clearvue kit .the (B)(6) lid had been peeled away from both bottom corners of the tray flanges. Full and uniform adhesive transfer was seen on the flange which indicated that the seal had been properly formed at the time of manufacture. The regions of the tray flange where the (B)(6) lid had separated appeared bent and damaged. The lid itself was also crumpled in the same regions. The bottom of the kit had undergone a crush-type event, and that event took place after the kit was manufactured, but it could not be determined if the damage occurred during shipping, storage, or after arrival at the facility

Event description:
Before the PICC insertion for the pt by teacher in the routine examination of the catheter outer package, the left bottom of the outer package was found broken. Teacher was worried that the product was unable to guarantee the sterilization, therefore changed it with a new set of PICC and successfully complete the puncture and inserted the PICC at 1/3 below the superior vena cava.

Event description:
Before the PICC insertion for the patient by teacher in the routine examination of the catheter outer package, the left bottom of the outer package was found broken. Teacher was worried that the product was unable to guarantee the sterilization, therefore changed it with a new set of PICC and successfully completed the puncture and inserted PICC at 1/3 below the superior vena cava.